Manufacturer narrative:
Humidifier has not been returned for evaluation. Checked sample of current inventory and units functioned properly. Labeling states "single patient use."

Event description:
It was reported that while attempting to set up high flow nasal cannula bubbler, respiratory therapist found device would not work. There was no flow through the bootle from the flow meter without manual manipulation through top opening. Rt attempted to make device work in another room but device still would not work. Tried six different devices, all same lot number, and none of them worked. All devices with this lot number have been pulled from stock and problem has been reported to the manufacturer.